Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that she accidentally jumped into pool with the insulin pump on. The customer stated that the numbers were ramping up and down without pressing the buttons. No further info was provided.